Event description:
It was reported that during implant procedure, the lumen of the lv lead was too narrow and the stylet could not be inserted into lumen. The lead was removed. It was reported that the patient had acute heart failure and the physician elected to stop the procedure. The patient is currently stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.